Event description:
It was reported that during implant the pacing lead exhibited placement difficulty. The thresholds were high and the lead exhibited diminished sensing and it was impossible to judge whether the tip was accurately screwed out. The pacing lead was attempted/not and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.